Manufacturer narrative:
(B)(4).

Event description:
The device was explanted and no issue was noted. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).